Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented with gradual increase in rv lead impedance. Lead imaging to check fracture or dislodgement was suggested. Further actions will be discussed with the physician. No further information is available.

Event description:
New information received indicates that the lead was explanted and replaced. The patient did not experience any symptoms and was stable before, during and after the procedure.

Manufacturer narrative:
The reported event of decrease sensing amplitude, high lead pacing impedance, and loss of capture was not confirmed. As received, a partial lead was returned in two pieces. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damages consistent with procedural damage.

Event description:
New info received: patient's vibratory alert went off and continued rise in impedance, loss of capture and drop in sensing was observed. Physician discussed explanting the rv lead. No further information available.